Manufacturer narrative:
For the investigation the logfiles were requested. The analysis showed that there was a temporary timing problem within the software. The device triggered a reboot to fix the problem. In the event that the software detects a failure the user will be alerted by an audible alarm and trigger a reboot. The breathing system opens to allow spontaneous breathing. After a reboot ventilation will resume with the parameters set by the user.

Event description:
.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator rebooted and audibly alarmed. The ventilator was removed from the patient. No patient injury was reported.